Event description:
The customer indicated that they observed false negative test results in the anti-d microtube of an mts a/b/d monoclonal and reverse grouping card lot# 063004037-13 in 2004. The same patient, now pregnant, was tested in 2007 with mts a/b/d monoclonal and reverse grouping card lot# 121806037-10 and an rh-positive test result was noted. Retests of the prior sample using both manual gel method (mts a/b/d monoclonal and reverse grouping card lot# 121806037-10) and tube test were positive with reaction strengths of (3+) and (4+ at immediate spin) respectively.

Manufacturer narrative:
Retrospective review of customer complaint issues has indicated that mts a/b/d monoclonal and reverse grouping card lot# 063004037-13 was identified as a lot exhibiting weakened potency with weak d samples under a previous investigation. Root cause has been identified and CAPA has been implemented. The patient was pregnant at the time of the second sample collection (2007). It is unk if the patient had been pregnant at the time of the initial sample collection (prior to 2004) and it is unk if the patient received rhogam as a result of her pregnant status. Repeat testing of the sample drawn in 2007 confirmed that the patient is currently rh positive.